Manufacturer narrative:
Concomitant products: product ID 3093-28, lot# v132116, implanted: (B)(6) 2008, product type lead; product ID 3037, serial# (B)(4), implanted: (B)(6) 2008, product type programmer, patient. (B)(4).

Event description:
It was reported that patient had a loss of therapeutic effect. The patient peed on the bed or had to run to the toilet every night when she was sleeping. The patient even increased stim 5 different times because she was tired of wearing diapers. It was indicated that these problem started 3 months ago. The patient stated she was having problems with it not working properly and was wondering how much more battery life was left in the neurostimulator ins. It was noted that patient was not presently seeing low neurostimulator (ins) battery icon on programmer. No outcome was reported regarding this event. A further follow-up is being conducted to obtain this information. A follow-up report will be sent if additional information becomes available.